Event description:
The physician has used four (4) cook instinct endoscopic hemoclips in the past two to three weeks and have had difficulty with clip deployment. See mdrs 1037905-2013-00474, 00475, 00476, 00477. The clip was attached to the tissue but would not detach [release] from the catheter [of the deployment device]. This happened during cases where the endoscope had some degree of looping or tip angulation. For some of the clips, the physician was using an endoscope with an elevator and was able to use the elevator to break the clip off the catheter. On these occasions, the clip appeared to be working well approximating tissue. One had a small wire strand that was hanging off the top, consistent with essentially tearing the clip off the catheter by using the elevator of the endoscope. See MDR 1037905-2013-00474. On one occasion (see MDR 1037905-2013-00477), this occurred with a front-viewing endoscope (no elevator). The physician had to tear the clip off the tissue site because the clip would not come off. There were no major issues with any of the pts. Clips made by another company were then used to finish the procedures. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.